Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor went into their skin and detached there. The customer¿s blood glucose was unknown. The customer removed the sensor and it had no filament. The sensor will not be returned for analysis.